Event description:
It was reported that the system 9800 was not operational with a damaged power cord. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps1 was defective and was replaced. Also, the power cord was found to be damaged and was replaced. The system was tested and found to be working as intended and placed back into service.